Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2014-04875/-04876/-04877/-04878).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2007 and a right total hip arthroplasty on (B)(6) 2007. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, metal poisoning, metallosis and elevated metal ion levels. Legal counsel for the patient reports patient allegations of pain, dysfunction and loss of range of motion in the right hip. No right hip revision procedure has been reported. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2007 and a right total hip arthroplasty on (B)(6) 2007. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, metal poisoning, metallosis and elevated metal ion levels. Legal counsel for the patient reports patient allegations of pain, dysfunction and loss of range of motion in the right hip. No right hip revision procedure has been reported. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2014 not (B)(6) 2013 as previously reported due to pain and elevated metal ion levels. Operative report noted the presence of a fluid. The modular head and taper adapter were removed and replaced. No revision has been reported for the right hip.